Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for other non-malignant pain. The patient reported having poor communication and an inability to recharge beginning about two months ago. The patient was in the hospital for an unrelated issue and now has a return of pain in their back and hips and it hurts to take a step which began a good six weeks ago. The patient noted having an implant for their hip as well. The patient¿s last charging session was more than one to three months ago. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated. Additional information was received from a manufacturing representative. It was reported that the device was overdischarged and the representative had performed a trickle charge but was unable to recover the device. The device was explanted. No further complications were reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device found no significant anomaly. If information is provided in the future, a supplemental report will be issued.